Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting frequent notifications for episodes of non-sustained oversensing on the right ventricular (rv) lead. Programming changes were discussed with technical support and it appears that the device was seeing crosstalk. The physician changed the alert to passive and will continue to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.